Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the battery was unable to recharge or power up a test monitor. The cause for the battery failure was isolated to a corroded pca board. The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse resulted from the contaminated battery pack. The pt received a replacement battery pack.

Event description:
The (B)(6) male pt zoll customer support to report that the pt was receiving battery faults. The pt was issued a replacement battery pack.